Manufacturer narrative:
Device was not returned.

Event description:
Customer stated that after the program was set, the set was primed, and the program was reviewed found that the loading dose was disappeared.